Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation - evaluation. A review of the complaint history and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed; however, a document-based investigation evaluation was performed. The lot number of the device was unknown and neither procedure imaging nor device photos were provided for review. Therefore, there was no evidence to confirm the finished product was not made to specifications. Review of the device master record of the finished product was performed although a lot number was not provided, a review of the current complaints relative to this event was performed. The gunther tulip vena cava filter is used for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulant therapy is contraindicated; failure of anticoagulant therapy in thromboembolic diseases; emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced; and chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. Because relevant patient history and indication for filter placement, was not provided, it is unknown what may have caused or contributed to the patient's report of recurrent dvt episodes. Based on the information provided, no product returned, and the results of our investigation, a definitive conclusion for the event could not be established. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Per the initial reporter, the device will not be returned. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported by the patient that after implantation of a gunther tulip vena cava filter, he has experienced recurrent deep vein thrombosis (dvt). The filter was placed on (B)(6) 2006 and the patient alleges that he has had recurrent episodes of dvt since 2012. The patient's vascular surgeon has told him that he has vascular damage. The patient believes the dvts are caused by the implanted filter. He has not had any previous retrieval attempts; however he would like to have the filter removed.